Manufacturer narrative:
The excel 36 khz straight handpiece (c2602) was returned for evaluation: failure analysis - the investigation confirmed the issue reported by the customer. The amplitude was fluctuating, the stroke unstable, transducer faulty. As a corrective action, the transducer, o rings and housing were replaced and the device was retested to ensure it meets specification before returning to the customer. Root cause - the root cause was confirmed as transducer delamination. Transducer delamination is caused by transducer braze is degrading in the field and is a known adverse trend. A corrective action was implemented using an alternative braze filler alloy which does not contain zinc. A trial was completed which confirmed that the use of a trial alternative braze alloy. The trial confirmed that the change does not affect the handpiece function. Corrective action implemented april 2021. This device was manufactured prior to corrective action. No post corrective action failures have been identified.

Event description:
A facility reported that during use on a patient, the amplitude on the cusa excel 36 khz straight handpiece (c2602) would only reach up to 10%. There was no adverse patient impact and no delay in surgery was reported.